Event description:
A ventilator was returned to the manufacturer for service. There was no patient harm or injury. During the evaluation of the device at a third party service center, a failure of the device's lcd screen was observed. The device's lcd screen was replaced to address the issue.